Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two navigator access sheath devices were used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the inner film of the device was peeled due to the insertion of a ureteroscope in the sheath. The same issue occurred with the second navigator access sheath device. The procedure was completed with another navigator access sheath device. Attempts to obtain additional information regarding this event have been unsuccessful to date.  Should additional relevant details become available, a supplemental report will be submitted.